Event description:
Site contacted bhi clinical affairs on 1.18.23 with concerns about worsened squeaking of the blood pump. Site reported that the inflow valve had been squeaking over a couple of months and only resolved itself with mild pinching of the inflow valve. However, site reported that squeaking was now noted at both inflow and outflow valves. The site was concerned because the noise has become increasingly louder over the last couple of days and ldh/pfhgb have been rising. (B)(6) 2023; ldh 629, pfhgb <30; (B)(6) 2023; ldh 1173, pfhgb <30; (B)(6) 2023; ldh 1344, pfhgb 120; (B)(6) 2023; ldh 1713, pfhgb 60.

Manufacturer narrative:
The excor blood pump, s/n (B)(4), is in use on the patient from (B)(6) 2022 until (B)(6) 2023 (57 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.